Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 3.0-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 3.0-4/4t/90 symmetry¿ balloon catheter. No patient complications nor patient injury were reported.